Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having to charge his implantable neurostimulator (ins) more often; normally, he would charge once a week, but then was charging every 2-3 days. The caller was unsure if the patient was charging because he did not want to allow the ins battery to get too low or if he was actually needing to charge more often. The caller also mentioned that the patient was not getting as good of pain relief as he was at first. The patient tried to increase his settings to find a better stimulation level to address the pain but was unsuccessful. In the end, the caller stated that she would get in contact with a manufacturer representative (rep) to have the patient¿s device checked and possibly reprogrammed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the issue was not resolved nor was cause determined. It was suggested that the patient get a new recharger from pss because the recharger had exposed wires.